Event description:
It was reported that an implanted pacemaker was undersensing. It was further reported that the physician expressed dissatisfaction with the pacemaker's sensing assurance feature. The system remains in use. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.